Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was sent to a third party service center for evaluation. During evaluation, the device failed a step during testing. The device's sensor board was replaced to address the issue.